Event description:
Consumer indicated tampons came apart during removal and tampon pieces were left behind. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the tie of this report.